Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. Additionally, it was reported that the customer experienced a low blood glucose (bg) level ranging from 40-43 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg level. Customer continued to use the existing cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.